Event description:
Device was returned for service. During service, technician found faulty bearings, worn from use and overheated and the coupling was worn from use. This is report 1 of 1 for complaint (B)(4).